Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1, g1. Additional information was requested, and the following was obtained: what was the tissue condition (normal, thin, calcified, fragile, diseased)? The tissue condition was normal and healthy, minimal bleeding. Please describe any medical/surgical intervention required for this suture event including dates and results - examination under anaesthetic (spinal) (B)(6) 2026 at 04:35. Obstetric consultant attended for eua of perineum; suture needle successfully removed and checked for completeness. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? They did not notice any suture deficiencies prior to, during, after suture placement. What instruments were used to grasp the needle? They used equipment within the suture pack, namely to suturing forceps. In theatre, the cons made a superficial cut and used spencer wells to remove. Where was the needle grasped during use? At the body of the needle. What was the size of the broken needle fragment? 17mm. Where did the needle break (tip, middle, swage area)? 5mm from the swage. Confirm the needle piece was removed. - yes and checked with intact needle of the same suture size to check for completeness. Other relevant patient history/concomitant medications? - n/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Contributing factors were human error, potential manufactural error of the suture, acuity on the ward. What is the patient's current status? - well, home, no complications. Surgeon¿s name? (B)(6), registered band 7 midwife. Removed by consultant (B)(6). Lot number? Following the incident all the 3-0 vicyrl rapide (B)(4). There were 4 different lot numbers and it could not be identified which box the needle had come from; aw9239, aw6799, aw4403, aw8003. Will product be returned? If so, please provide the return date and tracking information. The suture was discarded. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch aw9239. Batch aw6799. Batch aw4403. Batch aw8003. Additional h6 component code: g07002 unable to investigate further. H6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photocopy shows an empty winding former labeled with product code w9927. A clear analysis could not be performed as the photo becomes distorted when magnified. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Where did the needle break (tip, middle, swage area)? Confirm the needle piece was removed. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Lot number? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent vaginal delivery on (B)(6) 2026 and suture was used to repair the perineal muscle. When entering the muscle, the needle snapped in half, with half of the needle being retained in the perineal muscle. Multiple x-rays were performed and the mother was taken to theatre for an eua and the needle was removed using a small superficial incision. Additional information was requested.